Event description:
Senseonics was made aware of an incident where user reported a hospitalization event that occurred on (B)(6) 2025, at approximately 3:00 pm est. According to the user, the hospitalization was due to an eyelid cell (nylo cell) transplant. At the time of the call, the user reported feeling well. The event was determined to be unrelated to diabetes or device use. The user received treatment at the hospital, which included the transplant procedure and prescriptions for heparin and antibiotics. The user's healthcare provider (hcp) is aware of the event. Dms review confirms that the user continues to use the system, and the information is up to date.

Manufacturer narrative:
The user reported a hospitalization event on (B)(6) 2025, at approximately 3:00 pm est. The user stated that they underwent an eyelid cell (nylo cell) transplant. The event was determined to be unrelated to diabetes or device use. The user received treatment with heparin and antibiotics as part of the hospital care. The user's healthcare provider is aware of the event. Dms review confirms that the user is currently using the system, and the information is up to date.